Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
A 58mm trident window trial got stuck in acetabulum during the trialing process. Impactor handle also stripped out trial when trying to remove. Surgeon was able to loosen trial by using a bone punch and mallet. Trial was removed in one piece but has damage to it.

Manufacturer narrative:
An event regarding damage involving a trident trial was reported. The event was confirmed. Device evaluation and results: examination with material analysis engineer indicated the consistent with explantation damage. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: there have been no other events for this lot. Visual inspection shows significant damage on the device. Examination of the returned device in consultation with material analysis engineer showed that damage was occurred during trial removal. No further investigation for this event is possible at this time. If additional information will be received, this investigation will be reopened and re-evaluated.

Event description:
A 58mm trident window trial got stuck in acetabulum during the trialing process. Impactor handle also stripped out trial when trying to remove. Surgeon was able to loosen trial by using a bone punch and mallet. Trial was removed in one piece but has damage to it.